Event description:
On (B)(6), a nurse replaced a pump (B)(4) to infuse alteplase at a rate of 25ml per hour, (B)(6) was 50ml as was the bag size. As with the previous pump, the nurse could hear the pump motor at full speed. Upon inspection she realized the bag was almost empty. There was no pt injury.

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.